Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
A maxi ld (f7 110 25x40), was inflated in the unknown lesion, but it ruptured at 3 atmospheres (atm). The balloon was removed intact from the patient and replaced with a touch-up non-cordis balloon to inflate in a stent. The procedure was finished successfully and there was no reported patient injury. The product will not be returned for analysis. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There was no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. This was endovascular aneurysm repair (evar). The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. No additional information is available.

Manufacturer narrative:
Complaint conclusion: a maxi ld (f7 110 25x40), was inflated in the unknown lesion, but it ruptured at 3 atmospheres (atm). The balloon was removed intact from the patient and replaced with a touch-up non-cordis balloon to inflate in a stent. The procedure was finished successfully and there was no reported patient injury. This was endovascular aneurysm repair (evar). The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There was no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17464056 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were unknown. According to the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. In vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.